Manufacturer narrative:
The subject device was returned to olympus for eval. The eval confirmed that the probe broke down at 11 mm from the distal end. There was a scratch on the probe. The shape of the fracture surface shoed that the fracture developed from the scratched as the starting point. The mfg history was reviewed, with no irregularities noted. Omsc concluded that the reported event occurred since the surgeon outputted the device contacting with something hard, and the probe cracked. After that, the probe was broken when it received a load outputting or grasping the tissue. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The subject device was used during a laparoscopic assisted distal gastrectomy. At the end phase of the procedure, a short circuit error occurred. The surgeon found the ptfe pad of the device was worn, but he continued to use the device. After that, a probe damage error occurred and the probe was broken when the surgeon cut the membrane tissue at the upper edge of the pancreas. The probe tip fell off inside the pt and it was retrieved by the surgeon. The procedure was completed with a different device. There was no pt injury reported.